Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during follow-up in clinic after receiving a shock. Review of the session records revealed lead noise during the vt episodes. Lead damage was suspected. Out of range low pacing lead impedance and low hv lead impedance was also noted. Possible high voltage circuit damage alert was received. The lead replacement, as well as performing a capm was suggested. The device explanted and replaced.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and damaged high voltage output transistors were noted. The transistor damage was caused by hv delivery into a low impedance load. The cause of the low impedance load remains undetermined.